Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: lead. Product ID: 3777-45, serial/lot #: (B)(4), ubd: 18-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having a normal battery replacement. When x-ray was taken, one of the leads had pulled back to battery pocket. The lead was removed. The health care professional felt that the lead must have been pulled back for a long time and decided to remove the lead. Coverage of pain was good with the other lead.